Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had an intermittent out of range signal. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The global receiver functional test was performed and passed. The pairing test was preformed and passed. The receiver download log was reviewed and confirmed the complaint. The customer complaint of an intermittent out of range signal was confirmed. A root cause could not be determined.